Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery. The guide wire tip coils became damaged [stretched] during use. There was no resistance felt during advancement or retraction of the guide wire in the anatomy. A new guide wire was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. The returned device analysis revealed a guide wire core separation.

Manufacturer narrative:
(B)(4). The device was returned. The reported stretched tip was confirmed via analysis of the returned device and a detachment of the tip was noted. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for stretched tip reported from this lot. Based on the reviewed information, no product deficiency was identified.